Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient (australia) experienced paralysis and was unable to move his legs following an scs implant procedure. The patient needed an MRI. Therefore, the scs system was explanted. As of (B)(6) 2017 the patient is still paralyzed.